Event description:
It was reported that maxzero needleless connector had blood backflow during infusion "the connector backflows the catheter, clotting the blood and obstructing it."

Manufacturer narrative:
H6: investigation summary: a mz1000 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20065984. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph identified blood present in the male luer of the mz1000 sample, however no obvious signs of damage or defects were identified which could have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20065984 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that reports of this nature against the maxzero product occur at a low frequency and have not been attributable to a product defect or manufacturing issue. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. Initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector had blood backflow during infusion. "The connector backflows the catheter, clotting the blood and obstructing it."